Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 813:01 on channel b was confirmed during product evaluation. Failure code 813:01 is a cascade failure from the failure code 570:320. The reported condition could not be reproduced; therefore, no repair was necessary. Failure code 813:01 indicates a shuttle shaft encoder monitor error (erroneous movement/intermittent flex-circuit connections). This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure code of 813:01 on channel b. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central supply department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.